Manufacturer narrative:
If additional information is received this report will be updated.

Event description:
It was reported that this right atrial lead exhibited a pace impedance measurement of greater than 2,000 ohms, resulting in a lead safety switch. There was no noise observed. It was noted that the patient is (B)(6) years old and it is hard to get her to the clinic. Technical services discussed continuing to monitor. The lead remains in service. No adverse patient effects were reported.